Event description:
It was reported that the impedance was greater than 1500 ohms and capture too high, even after three repositioning attempts. The lead was not implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned and analyzed. The helix will not extend due to being over retracted. Blood in/on helix lobe mechanism(sleeve head) and distal conductor (not obstructed).